Event description:
Customer reports 3 infusors containing 5fu and normal saline overinfused over 12 hours instead of the anticipated 24 hrs. No add'l info available. Customer reports no adverse pt reaction.